Manufacturer narrative:
Since a serious injury resulted, this case is reportable per 21 cfr 803. The device was evaluated and found to be within specification.

Event description:
According to the information at hand a female patient received an ankylos b9.5 implant in region 04 (fdi # 15) in 1998. In 2018, 20 years after implantation, the denture which was splinted with natural teeth had to be removed due to mobility of the bridge. An infection/osteolysis around teeth #5 and the implant was found. No x-ray nor other patient information is available at present.